Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a primary alarm failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a primary alarm failed error code. It was reported that the customer restarted the device, but the issue was not resolved. The rse suggested part replacement. A philips field service engineer (fse) evaluated the device and reported that after two hours of testing the device, no fault was found. It was reported that no parts were replaced, and the device was fully functional.